Event description:
Per an affiliate, a patient was admitted for treatment of his right coronary artery. When the physician attempted to inflate the 2.75 x 33mm cypher select +, he found that the hub was cracked and leaking.

Manufacturer narrative:
(B)(4) additional information will be submitted within 30 days of receipt.